Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited fluctuating out of range impedance measurements on the right ventricular pace/sense channel. Pacing thresholds are normal. The shock lead impedances are normal. On fluoroscopy, the lead appears normal. The patient is pacemaker dependent.